Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl, 420 mg/dl, 402 mg/dl. It was reported that customer's insulin pump was cracked near the battery cap. Advised insulin pump would be replaced. No additional information was provided.